Event description:
It was reported that the implantable cardioverter defibrillator (ICD) discriminator failed to withhold therapy resulting in an inappropriate shock. The shock induced the patient into ventricular tachycardia (vt) which was then treated with another shock which was unsuccessful in terminating the vt. The physician advised he would reprogram the ICD which remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4076 implantable pacing lead (B)(6) 2009. (B)(4).